Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that that dust was found on the guiding catheter of the guardia access embryo transfer catheter. As reported, the procedure of embryo transfer has been put on hold with this issue. There was no harm or adverse effect to the patient due to this occurrence.

Event description:
There was no patient contact at all.

Manufacturer narrative:
Investigation ¿ evaluation: visual inspection of the returned unused product was conducted. A review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data and specifications has been performed. The two unopened inner pouches were returned; one containing a guide catheter and one containing a transfer catheter. Free floating debris was confirmed inside the sealed packages. The device history record was reviewed and noted there were two items with foreign matter embedded in the packaging. The two non-conforming items were reworked. There were no other related non-conformances identified. A review of complaint history revealed this is the only complaint associated with complaint device lot number (8088189). Based on the investigation findings the cause of this issue is related to manufacturing. Measures have been initiated to address this failure mode. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.